Event description:
Pt pump refilled, went on vacation and pt experienced "flu" symptoms which apparently were actually drug withdrawal symptoms. Pt did not call health care professional at the time the symptoms occurred. Pump accessed 10/6/98 and found to be full of the drug. Pt called MFR pt services dept, 10/21/98 with insurance and warranty questions. Facility provided medwatch report 12/16/98. Health care professional contacted when medwatch rec'd. Health care professional related that pt had fallen on pump prior to office visit for refill early autumn - exact dates not given. Health care professional provided the documentation of the fall and drug withdrawal detail (flu like symptoms), x-ray was taken and pump was found to be stopped. Pump explanted and replaced with new device.